Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), seizure ("seizures"), bacterial vaginosis ("bacterial vaginosis") and genital haemorrhage ("heavy bleeding with clots") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced seizure (seriousness criterion hospitalization) and bacterial vaginosis (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain ("severe and persistent abdominal pain") and abdominal distension ("right side of my abdomen is still swollen"). The patient was treated with levetiracetam (keppra), doxycycline, metronidazole (metronidazol) and surgery (bilateral salpingectomy, essure removal surgery). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain was resolving, the seizure and bacterial vaginosis outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, bacterial vaginosis, genital haemorrhage, pelvic pain and seizure to be related to essure. The reporter commented: she had seizures, and she was on a walker. She never had seizures before this happened to her. Her seizures started about a week after second surgery. On (B)(6) 2018: date of bilateral salpingectomy discrepancy was noted. In source document reported (B)(6) 2017 and (B)(6) 2018. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs and mr received: added reporters, patient demography, product details, new events : seizures, bacterial vaginosis, pelvic pain, abdominal pain and heavy bleeding with clots, she did not undergone essure confirmation test, right side of her abdomen is still swollen and added treatment drugs. Outcome of events my bleeding with clots and severe and persistent abdominal/pelvic pain was added as recovering/resolving. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.